Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ccd malfunctioned caused a blackout image when angulation adjustment. Additionally, the biopsy forceps were stuck when inserted. The event can be detected by following the instructions for use which state: the event 4 is detectable and preventable by handling device in accordance with the following IFU. Warnings and cautions - warning: 3.8 inspection of the endoscopic system - inspection of the instrument channel. 4.3 using endotherapy accessories - insertion of endotherapy accessories into the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited blackout image when angulation adjustment. There was no patient involvement.